Manufacturer narrative:
Product is not returned as it is surgically abandoned, but remains implanted. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it exhibited damage. No additional adverse patient effects were reported.